Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.

Event description:
It is reported that the instrument is missing ball bearings.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional shims shows used instruments that are disassembled and missing components. DHR was reviewed and no discrepancies were found. Root cause of the event is attributed to the design of the device, which has been the subject of a previous corrective action. It was determined that this device was manufactured prior to the corrective action. No further action is required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.